Event description:
During a clinic follow-up, the device was unable to be interrogated. The patient returned to clinic approximately one month later and the device was able to be re-interrogated successfully. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, the device was unable to be interrogated. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.